Manufacturer narrative:
The device was just returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The actual device was returned for evaluation. After review of the sample, it was clear that product was caught in the seal, interfering with the seal process and preventing a complete seal. The most common cause is the sponge can shift while in the pouch prior to the pouch being sealed. The root cause is manufacturing error. If any additional relevant information is identified, it will be submitted in as supplemental report.